Event description:
It was reported that a piece of plastic broke off from the insulin pump. The customer has a physical job and the device might have been knocked without the customer's knowledge. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump had scratched lcd window, cracked display window corners, battery tube threads, reservoir tube lip, reservoir tube, broken belt clip slot, and a missing end cap sticker.